Event description:
It was reported to covidien on (B)(6)2009, that a customer had an issue with a blood collection device. The customer reports that after a nurse had used the device, during the safety activation, the rubber connection between the wings and the hub broke on one side. As a result, the nurse stuck himself with the dirty needle that was contaminated with hepatitis c.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.